Manufacturer narrative:
Na.

Event description:
The reporter stated that while using the clinic coaguchek xs meter (serial number (B)(4)), a result of 3.8 inr was obtained at 9:13 am on the patient. Using a different finger a result of 2.8 inr was obtained at 9:15 am. A new finger was used at 9:18 am and the result of 2.6 inr was obtained. The reporter stated that it was felt the 3.8 inr was incorrect. All results were reported to the physician. There was no treatment or medication changes based of any of the results. The customer stated she did squeeze the finger excessively when she obtained the result of 3.8 inr on the coaguchek xs while testing the patient. The patient's therapeutic range is 2-3 inr. The patient is not on heparin or any direct thrombin inhibitors. There had been no diet changes or new medications. There was no adverse event. The relevant retention test strips (lot 206466-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and master lot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the retention material meets specifications. The complaint has not been substantiated.